Manufacturer narrative:
Continued e1 -- alternate phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "partial wound dehiscence."

Event description:
Healthcare professional reported partial wound dehiscence. Later healthcare professional reported "elevated wbc 14.4" and "fluid collection 2.2 x 0.4 x 2.3" diagnosed via ultrasound. This record is for the left side. Device was explanted.